Event description:
It was reported that the device exhibited error: downstream occlusion / screen frozen. There was unknown patient involvement.

Manufacturer narrative:
E1: phone ext # (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the device exhibited error: downstream occlusion / screen frozen. Review of event log found multiple instances of downstream occlusion (dso) alarms. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual/functional testing was performed. Reported issue was not replicated through occlusion testing. The dso seal was delaminated. The reported issue was resolved by replacing dso sensor assembly.